Event description:
It was reported that during patient use, the cuff of an endobroncheal tube was found to be deflated. The tube was tested prior to use and no anomalies were found. The tube was exchanged with a new device. There was no report of serious injury or death associated with this event.

Manufacturer narrative:
Covidien reference number: (B)(4).

Manufacturer narrative:
(B)(4). The lot number was not provided by the customer therefore the device manufacture date is unknown.

Manufacturer narrative:
(B)(4). The product was returned for investigation. The reported defect of a slit in the tracheal cuff was confirmed. The most probable root cause for this event is contact with a sharp utensil or object. All bronchocath products undergo inflate deflate testing prior to release from the manufacturing facility. Any defects detected are removed from the lot.